Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this boston scientific right ventricular lead and non-bsc device exhibited shocking impedance measurements in the 160 ohms range. A procedure was performed to revise the lead. Efforts to obtain additional information regarding the revision procedure were unsuccessful. No additional adverse patient effects were reported.